Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the same cartridge to resolve the issue. There was no reported adverse impact to the customers blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.